Event description:
The nurse reported that the 16 french foley catheter was placed in preparation for a c-section. While in the pacu, a large leak was noted and the staff was unable to find the source of the leak. The patient's linens were changed and the patient was transferred to the room. The nurse went back two hours later and was helping assist the patient out of bed, again a large leak was noted in the bed. The source of leak was found to be a hole in the tubing, which required changing the tubing. There was no injury to patient as a result of this incident.